Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the liner would not lock into the shell. A ceramic liner was then opened and implanted. A delay of approximately one hour and fifteen minutes was incurred.